Event description:
It was reported that the external pulse generator (epg) displayed an error code when powered on. The epg was returned for service. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) displayed an error code when powered on. The epg failed the incoming test due to a system error during boot up. The printed circuit board (pcb) was changed to resolve the issue. It was also determined at analysis that the hangar assembly was worn, and the upper case was broken. The battery voltage was low. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.